Event description:
I have a guidant ICD, pacemaker/defibrillator, which I am completely dependent on, that was implanted in 2003. I was told that my battery life was 7-10 years. In 2007, I noticed that my pacemaker was beeping and immediately called my cardiologist. They tested the device and could see that the battery was nearly depleted at end of life or eol. At my last check-up in 2006, I had more than half of a battery. We could tell that 9 days after my last check-up, the battery had reached elective replacement interval or eri. Nearly half the battery had been drained in a little more than a week. My device never alerted me that I was at this level, at which my doctor would have elected to replace my device. For six months, my battery drained further until it was at eol and alerted me by beeping. I had to be admitted immediately into the hospital and was monitored all night until they could do surgery the next day. The device was removed and replaced with a new one. I stayed in the hospital for an additional 2 days. I think it is important to note that there is an FDA recall on the pacemaker model number a155, but not on my exact serial number.